Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit displayed a full complement of staples and the damaged interlock of the instrument was engaged. Functionally, the interlock was reset and the instrument was applied with no abnormalities. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the cartridge was loaded improperly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Ensure to select a single use loading unit (sulu) with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the bowel during an open partial colectomy, the stapler fired 3/4 of the way. The staples were deployed for that distanced and were ahead of the knife blade so there was no injury to bowel. Another stapler was opened and fired across bowel to complete the case. There was no patient injury.